Event description:
This report involves 1 plate and 11 screws.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Tibia plate originally implanted at the end of (B)(6). A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. An email has been sent to have investigator request a DHR. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm low bend medial distal tibia plates was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A manufacturing evaluation was performed. The investigation of the complaint articles has shown that the: features at the location of the break were unobtainable. All other relevant dimensional features were measured and passed per the corresponding process documentation. Repeat features were measured at the iteration most near the break location. The parts were evaluated with the current gage to the current inspection requirements and were found to be conforming. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tibial, plate that snapped at the head junction. The event occurred approximately two weeks prior postoperatively; one screw head came off and a couple of screws are reportedly broken as well. The patient was scheduled for surgical revision/explant due to a post-operative event, and devices were removed on (B)(6) 2014. It was also reported that the explant was successfully completed, that there were no surgical delays and that all fragments were removed from the patient. Patient notes do not indicate any infection or delayed healing. This complaint involves 1 device and 8-10 screws. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: the product development evaluation was modified. Corrected product development evaluation verbiage: the relevant drawings were reviewed and determined to provide for suitability of design, application, dimensional and material conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the relevant drawings were reviewed and determined to provide for suitability of design, application, dimensional and material conformity when used as recommended. The received broken plate and the supplied/applicable screws do not include reference or verification of use for the recommended lag screw necessary for interfragmentary compression. This is particularly important in intra-articular fractures which require a precise reduction of the joint surfaces. Per the relevant technique guides: should a lag screw not be used with such a long bone fracture, movement and weight bearing are more likely to result in the introduction of shear forces leading to plate and screw breakage. Absence of the recommended lag screw use has most likely led to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.